Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was received on 05/13/2025: this occurred during a quad acl reconstruction procedure. The case was completed using a fast thread screw. The delay caused by the issue extended the procedure by 20 minutes, and the duration of any additional anesthesia administered remains unknown. No significant damage or adverse effects on the patient were reported.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/18/2025, a sales representative reported via email that an ar-1588rtt2 fibertag tightrope ii implant malfunctioned after flipping the acl fibertag button and beginning the graft shuttling process. Despite applying counter tension, the graft repeatedly fell out of the tunnel after shuttling. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.